Event description:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("dreadful bleeding") in a female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced genital haemorrhage (seriousness criterion intervention required) and dyspareunia ("difficulties during intercourse"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered dyspareunia and genital haemorrhage to be related to essure administration. The reporter commented: (B)(6) were one of those who could have the essure removed before there was a protocol on how to do so. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ("dreadful bleeding") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced genital haemorrhage (seriousness criterion intervention required) and dyspareunia ("difficulties during intercourse"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered dyspareunia and genital haemorrhage to be related to essure administration. The reporter commented: (B)(6) were one of those who could have the essure removed before there was a protocol on how to do so. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-may-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.